Event description:
During thrombectomy procedure for the vessel occlusion at m1 occlusion, it was reported that two passes with a retrieval device was unsuccessful. Then the physician tried with the subject retrieval device, it was not successfully at the first attempt. During the second attempt, the subject retriever has disconnected from the wire and has remained in the patient at mca (middle cerebral artery) left. The procedure was not completed due to this event. Hospitalization and aas (aspirin, acetylicsalicylic acid)/plavix were administered to the patient, however, the event was not resolved. It was reported that the patient passed away approximately 5 days post the index procedure. In physician¿s opinion, the event was reported as related to the subject retrieval device. The patient was reported presenting with hemiparesis, aphasia and stroke (m1 occlusion left) prior to the procedure.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the retriever was separated. In addition, the shaft coil was stretched, kinked and bent along its length including corewire. From the condition of the product appears that the product had been gone under excessive manipulation. Performance testing was not performed due to the condition the device was received. Per the dfu; "the retriever is a delicate instrument and should be handled carefully. Before use and when possible during procedure, inspect device carefully for damage. Do not use a device that shows signs of damage. Damage may prevent device from functioning and may cause complications." From the damage to the retrievers coil and the kinks in the corewire, it appears the device was handled excessively which resulted in the damage on the device. Therefore an assignable cause of use error caused or contributed to event was assigned to the reported un-retrieved device fragments, the reported/analyzed retriever fracture/broken, and the analyzed retriever coils damaged and retriever core wire kinked. Furthermore, death is a known risk associated with endovascular procedures and is listed as such in the device directions for use. Therefore known inherent risk of procedure was assigned the reported patient death.

Event description:
During thrombectomy procedure for the vessel occlusion at m1 occlusion, it was reported that two passes with a retrieval device was unsuccessful. Then they physician tried with the subject retrieval device, it was not successfully at the first attempt. During the second attempt the subject retriever has disconnected from the wire and has remained in the patient at mca (middle cerebral artery) left. The procedure was not completed due to this event. Hospitalization and aas (aspirin, acetylicsalicylic acid)/plavix were administered to the patient, however, the event was not resolved. It was reported that the patient passed away approximately 5 days post the index procedure. In physician¿s opinion, the event was reported as related to the subject retrieval device. The patient was reported presenting with hemiparesis, aphasia and stroke (m1 occlusion left) prior to the procedure.